Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data or the lead itself become available.

Event description:
It was reported that approx. 129 months after this lead implantation the patient received inappropriate shocks. During a follow-up the lead impedance measurements were over 3000 ohms. The lead was explanted and replaced due to suspected damage. Apart from inappropriate shocks no adverse patient side effects were reported.